Event description:
A three step, 113 second treatment had just been completed. During retraction of the active wire, the physicist pressed the key to withdraw the centering catheter. A resetable error appeared, "10-450 catheter key has been disturbed". The error was cleared, however, the system indicated that the treatment was not completed and prompted the site to "reinitiate treatment" with a total time of 151 seconds. The system stated that 38 seconds were remaining in the 3rd step. The physicist calculated that the correct treatment time was 113 seconds and he was sure the full treatment was completed, so the extra 38 seconds were completed outside the pt in a position verification device.